Event description:
The infusion port was implanted into the patient's body for 2 years. During the hospital examination, it was found that the catheter was blocked and a broken tube was found on x-ray.during transplantation of the infusion port, the patient's blood vessels are cut open and then sutured.

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported on this batch of access ports released in july 2021. Investigation results: despite requests, we did not receive the complaint sample nor x-ray pictures for evaluation. Conclusion: without the complaint sample or x-ray pictures, we cannot conclude on the real cause of this incident. This is an isolated incident inside the whole batch, catheter rupture is a known complication of the access port implantation, documented in the IFU, this is a rare incident, no increasing trend is detectable in the complaint database, consequently, no corrective action is envisaged for the moment.